Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the screen of the insulin pump became frozen and that he removed the battery. He stated that after removing the battery, none of the buttons were responsive. The blood glucose reading was 170 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. No frozen screen noted. The device also was received with cracked display window corner, broken battery tube threads, cracked reservoir tube lip, and minor scratched display window.